Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device experienced an etco2 failure. It was reported that the alleged failure was observed while the device was in use. However, no adverse patient impact was reported by the customer.